Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, insulin pump was rejecting new battery, buttons was less responsive and harder to press, sometimes has to press buttons more than once and there was random no delivery alarms happening more frequently. The troubleshooting was not mentioned. The product will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test alert and charge/battery last less anomaly due to buttons not responding.